Event description:
Evaluation revealed a misaligned display screen and partially dislodged force sensor pins.

Manufacturer narrative:
There was no patient impact associated with this complaint. The pump was returned to animas for evaluation. Evaluation revealed a misaligned display screen and partially dislodged force sensor pins. Review of the pump history discovered several loss of prime alarms associated with zero force. The loss of prime warnings could not be duplicated during investigation.